Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse attempted to scan the pump and it would not scan to provide device interoperability. The nurse attempted the second time and it was still unsuccessful. The nurse then went on and programmed the infusion manually into the pump using the drug library. Protonix 80mg in 100ml bag was intended to infuse over 24 hours (8mg/hr or 10ml/hr). Instead, 80mg was infused over 40 minutes. There was patient involvement but no patient harm.